Event description:
The account alleged that the brake casters are not holding and that all brake casters ratchet while in brake mode. No pt impact.

Manufacturer narrative:
No further info is available on the repair of the bed at this time.